Event description:
Two incidences where mrx electrodes used during mr-scanning have caused 1st and 2nd degree burns at the skin of the pt, where the electrodes were placed.

Manufacturer narrative:
No product has been received for investigation by ambu. No information of lot number has been given, so it hasn't been possible to make a review of production and quality control records. Complaint file has been reviewed and no indications can be found that it is a general problem.